Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been taken to the hospital via ambulance on (B)(6) 2013 with blood glucose of 323 mg/dl. Customer woke up vomiting and sweating and had high blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer requested assistance downloading information from old insulin pump and programming new insulin pump.